Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s parent reported the customer received higher readings from his adc freestyle libre sensor than readings received on a competitor meter. It was further reported that on (B)(6) 2018 customer experienced malaise and unspecified symptoms of hypoglycemia, so he performed a comparison between the sensor and a competitor meter with the following result: competitor meter: 25 mg/dl vs sensor: 387 mg/dl (with a diagonal arrow up). Ten minutes later, a second scan produced a reading of 417 mg/dl (unknown if this reading was obtained was post-treatment). The customer¿s mother treated him with jam under the tongue and 100 ml of orange juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer¿s parent reported the customer received higher readings from his adc freestyle libre sensor than readings received on a competitor meter. It was further reported that on (B)(6) 2018 customer experienced malaise and unspecified symptoms of hypoglycemia, so he performed a comparison between the sensor and a competitor meter with the following result: competitor meter: 25 mg/dl vs sensor: 387 mg/dl (with a diagonal arrow up). Ten minutes later, a second scan produced a reading of 417 mg/dl (unknown if this reading was obtained was post-treatment). The customer¿s mother treated him with jam under the tongue and 100 ml of orange juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer¿s parent reported the customer received higher readings from his adc freestyle libre sensor than readings received on a competitor meter. It was further reported that on (B)(6) 2018 customer experienced malaise and unspecified symptoms of hypoglycemia, so he performed a comparison between the sensor and a competitor meter with the following result: competitor meter: 25 mg/dl vs sensor: 387 mg/dl (with a diagonal arrow up). Ten minutes later, a second scan produced a reading of 417 mg/dl (unknown if this reading was obtained was post-treatment). The customer¿s mother treated him with jam under the tongue and 100 ml of orange juice. No additional treatment was reported. There was no report of death or permanent injury associated with this event.